Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported discrepent sars results for 1 patient with a positive on solana and a negative at the state lab. It is unknown if the patient was symptomatic. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.